Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was unable to be cleared, and the customer reverted to multiple dose injections for insulin delivery. Customer¿s blood glucose level was 300 mg/dl.